Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced alternating hyperglycemia and hypoglycemia while using the ilet, including a postprandial rise corrected by the system followed by overnight lows, with repeat cycles after glucose tablet intake and delayed or mis-timed meal announcements. Symptoms included low glucose to 50 mg/dl and high glucose to 283 mg/dl, with low duration about 45 minutes and high duration about 6 hours. Outcomes included the use of oral glucose tablets to treat hypoglycemia, without medical intervention or ketone testing. Investigation included review of the device log data and user report. Investigation of this case revealed user-related behaviors, including pre-treating lows without alerts and delayed or improper meal announcements, which contributed to glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was user management of therapy inconsistent with instructions, with consideration for an algorithm reset and education provided on timely meal announcements and avoiding pre-treatment of lows.